Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with palpitations and was hospitalized. It was reported that the patient was in atrial fibrillation. Medication was prescribed to the patient. On (B)(6) 2018, the patient saw a nurse practitioner for sensations of tingling and thumping around the pacemaker site. Programming changes were made but the issue was not resolved. On (B)(6) 2018 further programming changes were made. No further information is available.